Event description:
The customer reported that the pins used to attach the olympus video adapter to the scope, which are squeezed together during attachment, were torn off or missing. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be definitively identified. Based on the results of the investigation, the most probable cause of the reported issue, in which the pins used to attach the video adapter to the scope and squeezed together during attachment were torn off or missing, was damage to the stopper pin. The conclusion was traced to a component failure . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.